Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and that the implantable pulse generator (ipg) was pacing below the program med lower rate. The ipg remains in use. No patient complications have been reported as a result of this event.